Event description:
No isodose refreshing after beam weighting tool is used to modify motorized wedge contribution. Mu's do not refresh.

Manufacturer narrative:
This problem is the same as the problems reported under 9611894-2008-00007 through 961184-2008-00011. Customer bulletin 555.00072-01 revised information: inconsistent dose after beam weighting or auto recovery was re-issued to facilities on june 24, 2008. In addition, service bulletin 666.00020-00, stop roll-out of oncentra masterplan for all external beam customers was issued on june 24, 2008.